Event description:
The lay user/patient contacted lifescan on november 6, 2006 and alleged that her one touch ultra meter was giving on "f2" and "f5" error messages. The medical affairs specialist (mas) was unable to reach the patient after several attempts via phone to obtain further information. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient reported that she was getting the error messages intermittently and has tried different vials of test strips. On november 4, 2006, around 7-8 pm, the patient was feeling weak, dizzy, and shaky. She was not able to test her blood glucose due to the error messages. She called her brother, who arrived with his own meter (another brand) and the patient tested herself of the brother's meter with a result of 44 mg/dl. The patient then "ate something" and felt better. The patient stated that she may have had to go to the hospital to receive medical attention if her brother had not come with his meter. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the condition of the test strips was also good. The patient performed a blood test and was able to obtain a result of 140 mg/dl. However, when she inserted another test strip, the meter displayed error 2. Although it is not known as to when the meter issue started and there is insufficient information regarding the events leading to the hypoglycemic symptoms, this complaint is reported because the patient was not able to test on the meter at the time of concern. The patient received a low result on her brother's meter, which correlated with her symptoms. She felt better after eating something. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.